Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed. A unit has not been returned for review, therefore, a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records found that the device met its material, assembly and product specifications, at the time of release to distribution. A CAPA has been initiated to address this issue.

Event description:
Clinical study. It was reported that 410 days after a coronary stenting treatment procedure, the patient experienced restenosis and required a target vessel reintervention (tvr). The patient presented with acute myocardial infarction (mi). The lesion being treated was a 2.5mm, 100% stenosed, 40mm long portion of the mid left anterior descending (mid lad) artery, that was moderately calcified with no tortuosity. The physician predilated the lesion with a maverick 2.0x12mm balloon at 12 atmospheres. The physician then placed two express2 (2.75x32mm and 3.0x16mm) study stents in the target lesion. The lesion was post dilated with a maverick balloon 3.0x32mm at 16 atmospheres with post procedure stenosis of 5%. The patient was discharged on aspirin, clopidogrel, ramipril, carvedilol, simvastatin and enoxaparin. Thirteen months after the index procedure, during angiographic control, critical restenosis was detected. A taxus liberte stent of unknown size was implanted in each restenosed segment. The patient was discharged on aspirin, clopidogrel, ramipril, atorvastatin and carvedilol. In the opinion of the physician the relationship of the restenosis of the study stent is possibly related.